Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a thin equipment, causing spark generation. 2) a force was applied to the probe during spark generation. 3)cracks occurred in the probe due to the load applied to the probe during tissue grasping and seal & cut output. Also, an error occurred. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The following information is included in the instructions for use (IFU): ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.

Event description:
The olympus representative reported (on behalf of the customer) that during a therapeutic laparoscopic segmentectomy liver enlargement procedure, the thunderbeat device while being used with the ultrasonic generator displayed an error output message (u509 and u510), causing the output on the probe to become impossible. In order to check the probe device, the tip was wiped outside the patient's body, and the output was repeated, but the probe broke during the process. The intended procedure was completed successfully with a similar device without any delay. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The probe had broken around the outer pipe. There were no scratches on the probe, and it was found that the fracture started at the origin of the crack in the probe.  The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.